Event description:
It was reported that the patient's lead integrity alert was triggered for pace/sense lead impedence that has increased and is out of range. The lead impedence has gradually increased over the past four months. The lead remains implanted with monitoring being done monthly. There were no patient complications reported as a result of this event. It was also reported that there was a slight increase/high pacing threshold. Additional information also suggested impedance increase, suggests stable lead with increasing scarring at tip/tissue interface.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was originally included in remedial action exemption summary report (B)(4). Subsequent review of the initial reported information determined the event qualified for reporting on a medwatch 3500a, therefore it is being submitted as such. (B)(4).